Manufacturer narrative:
A ge representative evaluated the system and repaired a broken wire on the vertical limit switch. System operates as intended.

Event description:
Customer reported the c-arm vertical lift failed. No patient injury was reported.